Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive without prompt from the user during an inspection. The navigation system displayed that there was no signal when restarting the system. It was reported that after twenty minutes of starting up, the navigation system functioned as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that a sector on the hard rive was bad. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.